Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿system console is bad¿ error. A log file review confirmed this error message was a result of a known software bug that has been corrected in the release of cori-v1.4.3 software. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been reviewed, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that before a cori ukr procedure started, the robotic drill diagnostic test was run, and all of the test passed besides the homing test. Therefore, it was run three more times and it continued to fail ((B)(4)). Then, they went into the case and tried to calibrate the handpiece and kept getting the ¿system console is bad¿ error ((B)(4)). Then, it was noticed that the robotic drill attachment was stuck and not locking into place or unlocking ((B)(4)). They went back to the robotic drill diagnostic test and went to the screen that indicates "unlock collet", they clicked unlock collet and the tech tried to unlock again, but the robotic drill attachment was still stuck and not locking or unlocking. They went back into the case, went into calibration and clicked unlock there. The tech tried to unlock the collet again and it was still stuck and not locking or unlocking ((B)(4)). So, they switched out the handpiece (including the handpiece tracker array and robotic drill attachment). No patient was harmed and the case was able to proceed as planned. A delay of fewer than 30 minutes was reported. No other complications were reported.